Manufacturer narrative:
A complete investigation was not able to be performed as no product number, lot number or sample was provided. Per the article the retromuscular insertion of synthetic mesh at the time of formation of an end-colostomy reduced the risk of psh.

Event description:
Article received titled "prophylactic mesh at end colostomy construction reduces parastomal hernia rate: a randomized trial". The article compared the results of using mesh or no mesh at the time of formation of a colostomy with the clinical identification of psh as the primary outcome. Per the study 2 deaths in occurred in the three year follow up period.